Event description:
Follow-up indicated that the physician received the culture report and showed the infection was not related to the device.

Manufacturer narrative:
The manufacturing and sterilization records were reviewed and no issues were found.

Event description:
It was reported to nevro that the patient developed an infection at the ipg pocket site. Nevro attempted to obtain additional information regarding the nature of the infection but no additional information was available. The device was removed and there have been no reports of further complications regarding this event.